Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes as no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided. Device technical analysis: the ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. No leaks were found. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the pump in resulting inflation and mechanical issues. Product analysis confirmed pump malfunction. Based on the duration of implantation and the allegation of a dimpled pump, this complaint meets the criteria of CAPA-00005913 that is investigating issues with activating the ms pump. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Risk review: a review of the ams700 hazard analysis was completed and confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to device labeling. The manual was unlikely to be the cause of the reported complaint.

Event description:
It was reported that physician alerted about a potential inflatable penile prosthesis (ipp) pump malfunction. Rep provided guidance on a few troubleshooting techniques to activate the pump. All troubleshooting parameters took place. Pull stretch maneuver as well as the forced deflation technique were attempted with no success inflating this pump. Patient is booked for a revision on (B)(6)2020. No patient complications related with device. Allegation was confirmed via product analysis

Event description:
It was reported that physician alerted about a potential inflatable penile prosthesis (ipp) pump malfunction. Rep provided guidance on a few troubleshooting techniques to activate the pump. All troubleshooting parameters took place. Pull stretch maneuver as well as the forced deflation technique were attempted with no success inflating this pump. Patient is booked for a revision on (B)(6) 2020. No patient complications related with device.